Manufacturer narrative:
Additional information: investigation: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025358 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1025358 and test base part number 190-430 / lot 1025358 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025358 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for four (4) patients performed on (B)(6) 2021. Confirmation testing was performed with pcr with negative results no additional patient information, including treatment and outcome, was provided.